Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet insulin delivery system, with fingerstick values escalating from 493 mg/dl to 511 mg/dl despite ongoing use, and the caregiver later performed a complete set change including moving the infusion site to the arm due to historical concerns about abdominal scar tissue. Symptoms included hyperglycemia without reported ketosis symptoms. Outcomes included need for troubleshooting and education, caregiver-assisted full supply replacement, and continued home monitoring without hospitalization. Investigation included guided troubleshooting, assessment for infusion set issues, and recommendation for full supply change or use of backup therapy if disconnecting. Investigation of this case revealed that the specific cause of hyperglycemia was unclear; infusion site or set performance could not be confirmed as the root cause, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.